Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B) (6) 2009, that there are several "hi" channels across the array. Previous testing has revealed channels 9-12 as "hi". Three to four electrodes were extra-cochlear at the time of implantation, but the child was functioning fine on 8 channel map. Family denies trauma or impact to the implant site and there is no change in the pt's medical history. The child has had inconsistent use of the device since implantation in (B) (6) 2006. Testing of (B) (6) 2009, indicates hi on all electrodes with the exception of electrode 5. The pt has limited language, however, there are no indications that she is experiencing pain or discomfort. She still has sound awareness and it does not appear that her progress has changed.